Event description:
It was reported that an ozark cervical plate system tapered driver was not holding screws intra-operatively. There was no adverse consequences to the patient. The procedure was completed without surgical delay.

Event description:
It was reported that an ozark cervical plate system tapered driver was not holding screws intra-operatively. There was no adverse consequences to the patient. The procedure was completed without surgical delay.

Manufacturer narrative:
H6 coding has been updated to reflect device evaluation and investigation conclusion.